Manufacturer narrative:
(B)(4). G2: foreign, event occurred in (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the surgeon was removing the trial implant from the inserter. The surgeon tapped the inserter, and it fractured. Attempts have been made and no further information has been provided. Attempts have been made and no further information has been provided.